Manufacturer narrative:
The following devices were also listed in this report: trident tritanium multi 58f; cat# 709-04-58f; lot ID; 66070701a. 6.5mm low profile hex screw 30mm; cat# 7030-6530; lot ID; 7ysd. 6.5mm low profile hex screw 25mm; cat# 7030-6525; lot ID; 6x7. 6.5mm low profile hex screw 15mm; cat# 7030-6515; lot ID; 68r. 6.5mm low profile hex screw 15mm; cat# 7030-6515; lot ID; 7ee. 6.5mm low profile hex screw 15mm; cat# 7030-6515; lot ID; 6vm. Modular dual mobility insert; cat# 626-00-46f; lot ID 68510502. Delta v-40 ceramic head 28/+4; cat# 6570-0-228; lot ID 68564801. 25mm mod rev hip bdy/blt + 10mm comonent level 9006-1-125; cat# 6276-1-125; lot ID 59529502. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience reported event: an event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to infection (infection reported by surgeon. Rep is unaware if infection was clinically confirmed, and the infecting microorganism was not identified to the rep). The entire hip construct was revised to a new stryker hip construct including a long cemented exeter stem. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.